Manufacturer narrative:
Date of event is estimated. Date of implant is unknown during processing of this complaint, attempts were made to obtain device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported the patient's ipg reached end of life and the patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.